Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). Investigation summary: the complaint device was received at the service center and evaluated. It was reported to check the motor and the button of the device. Per service report, this complaint can be confirmed. During evaluation, resistance value of the keypad of the handcontrol was found to be out of specifications. Further, short circuit was observed in the motor cable. The handcontrol set and the motor cable were replaced to resolve the issues. The unit was cleaned, tested and found to be fully functional. The short circuit in the motor cable might have caused the motor to not function as intended by the customer. However, given the information provided we cannot discern a definitive root cause for the defective keypad of the handcontrol set. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2016 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via service request that during an unknown procedure the motor and the buttons of the micro tornado hp w handcontrol didn¿t function. No patient consequence and no surgical delay was reported. No additional information was provided.